Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced device damage/deformation. The following information was provided by the initial reporter: material no: 10010453 batch no: unknown. Date of incident: (B)(6)2020. Type of incident/problem: malfunction - during or after use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: the lipid line for our tpn was noted to have a tear in the inline filter. This incident was noted as the line was being prepared. Once it was noted the line was removed and replaced with a line that had an intact inline filter. The line was then placed into a plastic bag and left for the cne to inspect. Who was affected? Patient. Unexpected or prolonged care? No. Device information: device name/description: set alaris pump lo-sorbing dehp-free 1.2 micron filter infusion needle-free port. Manufacturer: carefusion. Manufacturer code/model: 10010453. Serial or lot number: unknown. Expiry date: unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of damaged tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced device damage/deformation. The following information was provided by the initial reporter: material no: 10010453, batch no: unknown. Date of incident: (B)(6) 2020. Type of incident/problem: malfunction - during or after use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: the lipid line for our tpn was noted to have a tear in the inline filter. This incident was noted as the line was being prepared. Once it was noted the line was removed and replaced with a line that had an intact inline filter. The line was then placed into a plastic bag and left for the cne to inspect. Who was affected? Patient. Unexpected or prolonged care? No. Device information: device name/description: set alaris pump lo-sorbing dehp-free 1.2 micron filter infusion needle-free port. Manufacturer: carefusion. Manufacturer code/model: 10010453. Serial or lot number: unknown. Expiry date: unknown.